Event description:
It was reported that the patient presented in hospital after receiving inappropriate shocks and several aborted shocks all in the vf zone. No electrical changes on the lead was noted. The noise was not reproduced with pocket manipulation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.